Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model: fnl-10rp3 is available in the USA with a 510k number: k951196. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, our technician confirmed that the control body fluid damage, the u/d knob broken, the angle lever trim cap missing, and the insertion flexible tube crushed; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.